Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that at the time of mesh implantation the patient underwent the concurrent procedures of total abdominal hysterectomy, bilateral salpingo-oophorectomy, cystoscope, and posterior repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2003 by col. (B)(6) at (B)(6) center.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4) - urinary tract infection, (B)(4) - urinary frequency, (B)(4) - bladder discomfort additional narrative: it was reported that following insertion the patient experienced urgency, urinary tract infection, urinary frequency, and bladder discomfort.